Event description:
The patient's death occurred. The cause of death was undetermined. Per the coroner, it was undetermined if the death was device-related.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.